Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction code 3. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a multiple daily injection as a backup therapy and was informed that a replacement pump with updated software would be sent by technical support. Instructions were provided on how to store and return the defective pump, and the customer acknowledged understanding these steps.